Event description:
¿Caller alleged imprecision with inratio meter. Results as follows:¿ initial inratio =6.3; repeat inr = 1.5; repeat on new finger inr= 2.0. Got a reading of 6.3. Daughter is the caller and is a nurse. She felt the 6.3 was way too high and that her father had no symptoms of a high inr reading. She retested on same finger and got 1.5 and then called tech support. Tech support reviewed finger stick procedures ¿ used new finger and got 2.0. They had another box of strips available. Retested on that one and got a 1.9. On (B)(6), the pt self-tester had an inr = 4.8 and the doctor withheld coumadin. Pt self-tester also has eaten some vitamin k rich foods. Therapeutic range is 2-3.

Manufacturer narrative:
Investigation pending.